Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was clarified that a stent dislodgement did not occur, there was no stent on the balloon in the first place. The missing stent was not noted until the device was inside the patient. The lesion being treated was non-calcified, non-tortuous, with 60% stenosis and located in the proximal left anterior descending (lad) artery. There were no difficulties removing the protective sheath. Negative prep was performed per IFU with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was not noted advancing the device. Excessive force was not used. Resistance was not noted during the withdrawal of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, it was noticed that there was no stent on the balloon and the stent was missing. The patient is alive with no injury.